Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the keypad was unresponsive. Customer reported that the button was not responding. Customer reported that the alarm was in progress at the time the button was unresponsive. Customer reported scratches and damaged to the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. Device received with serial number label missing, pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. (B)(4).